Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Reportedly, the customer stated the infusion was started on friday evening in 2008. The device was supposed to infuse 47 ml over 24 hours. At 5:00 am the following morning only 5 ml was left in the syringe. The device history showed on the same day, at 20:43:31 the infusion was started. The device was programmed in the volume/time mode with the infusion rate set to infuse 47 ml/hr over 1 hour. At 21:12:40 the infusion was stopped. The programmed volume delivered was 22.825 ml. The device was then powered off. The device was then powered off and on several times within the next hour. At 22:14:13 the history report stated (this event has a crc error.) No other info was available for the remainder two days in 2008. During evaluation the device was programmed to deliver 47 ml over 24 hours using a 60 ml bd syringe. The test was started at 15:06:21 the following month. The infusion was complete at 15:06:28 the next day. The actual volume delivered was 47 ml. The devices' calibration was verified to be within specification. The device did alert a "check clutch/plunger lever" when performing the occlusion test which was attributed to the right end nut being too loose. All other tests performed confirmed the device was functioning normally.

Event description:
The reporter stated that the device was involved in an incident and needed to be checked out and requested a printout of the device's history.